Event description:
The customer stated that she was treated by the fire department for low blood glucose levels. After the event, the customer's doctor lowered her basal rates. Troubleshooting was performed by viewing the carelink reports. Found a 6.0 unit bolus was delivered without entering a blood glucose reading. She stated that she doesn't use the bolus wizard feature because she feels it gives her too much insulin. Advised to speak with her doctor about the bolus wizard settings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.